Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2011 and suture was used. The suture detached from the needle during knot tying while closing the uterus. The surgeon completed the procedure by hand tying the knots on the same suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria.